Event description:
ECMO pt on rotoflow pump equipment #(B)(4). Pump stopped spontaneously and was unable to restart pump. Pt's map dropped into the 30's for 3 minutes. Pump handcranked until new console was available.